Event description:
Related manufacturer report number: 2017865-2022-50306. It was reported that the patient presented to the emergency room with pectoral stimulation. A device interrogation showed no sensing and no capture with the right atrial lead. An x-ray confirmed that the lead had dislodged and was in the subclavian vein. The patient was brought in for revision on (B)(6) 2022. During the procedure, the right ventricular lead was also found to have a large insulation breach. The right atrial lead was explanted, and the right ventricular lead was capped. Both were replaced. The patient was stable.